Event description:
Customer reports being unable to test his blood glucose on the advantage system while having low blood symptoms due to a meter error, first observed about one week prior. Paramedics were called, and customer was taken to the hospital where he remained for one week (paramedics did not test his blood glucose, and customer does not recall if the hospital tested him or what treatment was provided). Customer had also been using expired test strips (per product labeling, it advises not to use expired product as it is likely to give false results). Requested return of suspect device and replacement was sent.